Event description:
Procedure: lap gastric bypass. According to the reporter: endo gia universal and roticulator 60-2, 5 dlu loaded with peri-strips tissue reinforcement material. A problem occurred after third firing of instrument. When they divided the jejunum with endo gia, the knife of the loading unit stuck in the front position and the black return knob did not take it back at all. The instrument was resected.

Manufacturer narrative:
Initial report sent to FDA on 11/06/2009.